Event description:
During an endoscopic procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip failed to deploy. This failure caused us to have to pull the clip off the mucosa. A section of the device did not remain inside the patient¿s body. This caused more damage to the area. "[User was]" able to close the area with a different instinct plus clip. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of receipt of new information.